Manufacturer narrative:
B5 describe event or problem updated. D4 updated: 1. Lot number from 0031062553 to 0031641512. 2. Expiration date from 02/15/2026 to 05/16/2026. 3. Unique identifier (UDI) # updated. E2 health professional corrected from yes to no. E3 occupation corrected from (B)(6).

Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during removal of the device, the distal end of the shaft was fractured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the mid left anterior descending artery.

Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during removal of the device, the distal end of the shaft was fractured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 23.8cm from the strain relief. There were numerous kinks to the hypotube and shaft of the device. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during removal of the device, the distal end of the shaft was fractured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the mid left anterior descending artery.

Event description:
It was reported that the shaft break occurred. The patient presented with coronary artery disease. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during removal of the device, the distal end of the shaft was fractured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the mid left anterior descending artery.